Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2005. Revision of the left knee due loosening.

Manufacturer narrative:
After further review of additional information received the following sections a3, b1, b2, b4, b5, b6, d4, e3, g3, g4, g5, g7, h2, h3, h4 and h6 have been updated accordingly. E3: distributer. H3: the revision reported in this event was likely the result of aseptic (non-infected) loosening of the tibial component, which damaged the bond of the implants to the bone. However, this cannot be confirmed because the component was not returned for evaluation. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient received a left total knee arthroplasty (tka). The patient complained of soreness in the knee. A pre-operative bone scan it was determined that the tibial component was loose. The patient's left knee tibial components were revised. The loosened tibial components were confirmed during surgery. It was reported the patient left the or in stable condition. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00030.